Event description:
A malfunction alarm was reported when the pump declared alarm 20 during use. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer support assisted the caller in attempting to load a new cartridge, but the alarm recurred. Consequently, the technical support team decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and to return the malfunctioning pump using a pre-paid label.